Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020. Customer did not report their blood glucose reading. The insulin pump had retainer damage but the reservoir was able to lock in. Customer did not mention if they used their insulin pump within 48 hours. The name of the hospital is (B)(6) hospital. The hospital phone number is (B)(6). Customer was treated with insulin drip. Customer did not mention using the auto mode feature insulin pump will not be returning for analysis.